Event description:
An endeavor resolute drug-eluting stent was being used to treat a lesion in the mid lad. The lesion was 95% stenosed with severe calcification and tortuosity. The device was inspected prior to use with no issues noted. No resistance was encountered when advancing to the lesion. The lesion was pre-dilated once to 10atms for 8 seconds. The device was unable to cross the lesion. There was no patient injury reported. On review of the returned device some of the stent struts were damaged. Device evaluation: the 6th and 7th proximal segments were deformed. The struts were raised and stretched. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient condition affected effectiveness of device (95% stenosis, severe calcification and tortuosity). Deformation problem (stent). Evaluation conclusion: known inherent risk of procedure (stent deformation). Device failure/lack of effectiveness related to patient condition(95% stenosis, severe calcification and tortuosity). (B)(4).